Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2010; inratio: 4.7; lab: 6.6. Pt's target therapeutic range is 2.0 - 2.5.

Manufacturer narrative:
Investigation pending.